Event description:
Pull off suture needle. This case is from health authority. After suturing, the doctor found that the needle was missing when he clamped it again. Immediately searched and found the needle around the incision.

Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. Additional information has been requested received. Attempts to obtain the device have been made. If further details are received at a later date a supplemental medwatch will be sent. ¿ did this issue contribute to any patient adverse event? ¿ when was the needle detached/pulled off from the suture (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify ¿ please provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq) --other information requested is unknown. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. No product is available for return. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.